Event description:
During valve inflation, the syringe leaked and as a result the valve was only partially deployed. After post dilatation, the result was good. No adverse events are associated with this incident.